Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results, however no results were provided other than the subject meter read "30-40 mg/dl" differently. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.